Event description:
While treating a patient, during a code the device shut down. The medics replaced the battery and the device did not power back on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during testing of the device of the device after the event the battery was replaced and the reported malfunction was no longer observed.